Manufacturer narrative:
The cusa excel 36khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint: the handpiece had no output, squeal from handpiece, and the wire was damaged. To resolve the issue, the damaged wire was repaired and all tests passed per manufacturer's specifications. Root cause - the root cause is confirmed as transducer failure & cable damage. The transducer is defective and the internal cable damaged after 12 years in the field. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the cusa excel 36khz straight handpiece (c2602) had no output. During testing of the handpiece by an integra technician, it was observed that the internal wire was damaged, due to excess heat and power. There was no patient involvement.